Event description:
New information received notes the lead was capped and replaced.

Event description:
It was reported that the asymptomatic patient had presented to the clinic, and the lead was found to have externalized conductors through diagnostic imaging. There were no electrical anomalies with the lead. The lead remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.